Manufacturer narrative:
The device was returned to zoll UK for evaluation; the customer's report was observed and attributed to incorrect configuration for the automatic readiness test. The device configuration was changed to "onestep base adult pads" to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.